Event description:
According to the initial information received, a 12mm amplatzer septal occluder (aso) was mis-sized in a (B)(6), female patient. The defect was sized to 11.3mm using transesophageal echocardiography and 11mm using fluoroscopy and the 12mm aso was implanted. The native defect size was 5.6mm and the patient's septum was described as floppy. The device embolized 24 hours after the procedure and was discovered as the patient was about to be discharged. The patient was readmitted to the cath lab where the aso was found in the abdominal aorta and recaptured using a snare and a 10f introducer sheath. There was no injury to the patient. The physician and patient would like to reattempt device placement due to the size of the "small" defect. If it is not successful, the defect will be surgically repaired.

Manufacturer narrative:
The amplatzer septal occluder was returned to aga medical in its original configuration. Following decontamination, the device was measured and the size was confirmed to meet dimensional specifications. The device was examined microscopically and no defects were observed. The device was loaded and deployed from a test 7f torqvue loader without any deformities. The device was returned within specifications. During manufacturing, this device underwent a series of inspections and tests to confirm proper function, including a test simulating loading and deployment. A review of manufacturing documentation confirmed this device successfully completed these tests. The results of this investigation are inconclusive because medical records and images were not provided. The cause of the embolization remains unknown.